Event description:
Reporter indicated that the pt no longer perceives stimulation. System diagnostics testing was not performed. Reporter believes the vns therapy lead electrodes were "dislodged".

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.